Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product evaluation - narrative verification: the defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". Fault identification/repair activities: unit is not calibrated correctly motor defective: replaced defective motor cable replaced keypad faulty: replaced keyboard pcb replaced defective material exchanged unit cleaned functional test performed hipot test completed electrical safety test acc. To iec 60601-1 completed functional test acc. To test procedure completed safety test checklist enclosed comments: unit safety test (iec60601-1 / din en 62353) performed acc. To manufacturer's final test procedure with reference accessories. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Defect of suction. It was reported that when we press on the buttons of command the result is different from what it should be. Doubtless false contact further to a loss of etencheite. The handpiece warmed.